Event description:
During an advantage (defibrillator) implant, there were two items of note: 1) the automatic iegm/printer did not work the first time, but does on subsequent induction attempts, and 2) the automatic decrement function of the nips screen never worked, despite being set to 10 ms and several deliveries. Facility used the ramp function which worked appropriately every time.